Manufacturer narrative:
The results of visual evaluation and testing indicate this device meets specification. However, the returned device was found to have a break. There was insufficient info to determine when or how the posterior foot was fractured. Review of the mfg records for this lot did not show any issues or discrepancies associated with this finding. The cause of the difficulties experienced during the procedure could not be determined based on the available info.

Event description:
The physician attempted an arteriotomy closure with the perclose at after an interventional procedure. The dr. Could not find the suture when he drew the plunger out from the suture storage lumen. He stopped the procedure and achieved hemostasis with manual compression. There were no pt injuries or adverse events reported.